Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: the display was observed to be dim and pink in color. Unrelated to the initial complaint, the battery compartment was observed to be cracked at the top of and below the bumper pad. The keypad was observed to be cut and torn on the ok and down buttons. The ok, up, and down buttons were observed to have inverted contacts. The ok, contrast, up, and down keys were intermittently responsive to testing. The keypad was removed and contamination was found under all the key contacts. The battery cap was observed to be damaged-stripped; a test cap was used for all testing and was able to be fully tightened to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.